Manufacturer narrative:
Evaluation: one picture of cadd administration set was received and from the picture, it could be observed a filter side which air vent was marked with a circle; no drops nor leak could be observed in the picture. No testing or thorough inspection could be performed because no samples were provided for evaluation. Based on the evidence, the complaint was not confirmed and the problem source of the reported event is unknown.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that this cadd administration set exhibited leaking. It was reported that the leaking occurred at the filter. The administration set was discarded after the event. The therapy included following medication and devices: infusion bag baxter 500 or 1000 ml nacl 0.9% + three types of cytostatics, cyto-ad-z inline / 4 from codan, swanlock and PICC line (double lumen). The reported event occurred while in use with the patient. There were no adverse effects to the patient.